Event description:
It was stated that the device had false downstream occlusion alarm. The event occurred during priming.

Manufacturer narrative:
One device was returned for investigation. The reported complaint was confirmed in the alarm log but could not be reproduced during testing. Visual and functional testing was performed. Dso was replaced due to cracking. Review of event log found 17 occurrences of distal occlusion alarms after starting priming were found out of 30 priming events in the alarm log. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. No probable cause could be determined as the customer complaint could not be reproduced or duplicated.